Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported ldh elevation could not be conclusively determined through this evaluation. The account reported ldh elevation and admitted the patient on (B)(6) 2019 and treated the patient with heparin. Ldh was 635 upon admission and by (B)(6) 2019 it was 626. The account did not suspect pump thrombus and reported that no power elevations were observed. The patient was discharged home on (B)(6) 2019 in stable condition. The account could not determine the cause of the ldh elevation. The patient remains ongoing on vad support with no further related issues reported. The hm3 IFU outlines recommended anticoagualtion therapy and inr ranges. Hemolysis is listed as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019, the patient was seen in the heart failure clinic. The patient's lactate dehydrogenase (ldh) levels were 596 u/l at the time. On (B)(6) 2019, the patient presented to the emergency room (ER) and was later admitted to the ER with rising ldh levels. On (B)(6) 2019, patient was started on heparin IV and ldh levels were measured to be 635 u/l. The patient was reported to be discharged home in stable condition on (B)(6) 2019. Upon discharge patient's ldh was 626 u/l. No further information was reported.